Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient had chest pain, loss of rv capture and loss of sensing. The rv lead perforation was noted that resulted in pericardial effusion. The pericardial effusion was drained surgically and the lead was successfully repositioned. The patient was well following the procedure.